Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a question regarding battery depletion when the device is turned off. Patient services reviewed that keeping the device off will extend the battery life. The patient then explained that a manufacturer representative (rep) turned their device back on and the unit shows that they have less than a year left on the battery. Additional information was received from the patient. They reported that the issue was not caused by normal battery depletion. The most likely cause was "I had the unit in my back turned off since 2017 after it shocked me. The manufacturer representative (rep) turned it back on in 2023. For steps taken to resolve the issue they responded "the actually batteries in the thing that you put on your back to adjust the settings (I had taken those out in 2017.)" This has not yet been resolved - they "still need an answer." "The rep said I only have less than one year left on the battery before the interstim needs replaced. Makes no sense why that would be since it's been turned off for years. Why would the unit still use the battery or deplete it when it's been off and no batteries were in the handheld device either?"